Manufacturer narrative:
The customer¿s experience finding the line full of air and the pump not alarming was not confirmed in the logs or replicated during testing. The review of the pcu event log identified 3 log entries where the returned pump module alarms for air in line. The user proceeded to the pause the device and programmed a series of delays. The pump module was then channeled off. The air in line threshold test protocol (doc # 10000143385) was performed on the returned pump module. There were no anomalies observed with the air detections system. During the inspection of the returned administration set, air boluses measuring approximately 0.25 and 0.5 inches were observed. With the device set to the 250ml single air bolus alarm limit, the worst case bubble size that could pass through the ail sensor without trigger an alarm could be as large as 1.67 inches in length. The returned used administration sets were functionally tested, there were no anomalies observed during testing. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported they walked into the patient's room to find the line ¿full of air¿ and no alarms on the pump while connected to a patient. There was no patient harm.